Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer¿ 9nc 0.109m plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: spoken to a (B)(6) at (B)(6) and she reported that one of the team members on her venipuncture team raised underfilled citrate tubes.

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint .complaint cannot be confirmed due to lack of any objective evidence. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. No root cause could be established for the reported defect. The device history records could not be reviewed because lot number was not provided. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: spoken to a diane pinchbeck at hampstead rehab centre and she reported that one of the team members on her venipuncture team raised underfilled citrate tubes.